Manufacturer narrative:
Block b3: exact date unknown, event occurred as of date last month from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery was not released by the facility.